Event description:
Full pre op examination was given to pt before laser assisted lipolysis with lipolite system, included the screening of possible hernias as this would have contraindicated the pt for this procedure. Dr reported that the procedure went smoothly and he was in continual contact with the pt. The pt reported satisfaction with immediate results from the treatment and came back to see the dr twice in the following 6 days after surgery for post op check ups. Massages were administered at the dr's office during these two check ups by rmts and the pt tolerated both procedures well. Dr heard from pt in 2008, who was experiencing sharp abdominal pains. Was admitted to ER where cat scans and x-rays were performed. There was nothing conclusive from these tests and the ER to keep pt over night for observation. The following day, the pt was re-admitted to ER with same complaints of sharp abdominal pains - at which time the pt was found to have a hole of 1 cm in size in the small intestine. The pt underwent surgery four days later, to have his small intestine re-sectioned. Dr reports to syneron about 10 days post operation that surgeon was unable to identify any abdominal defects or protrusions along the wall that may have been caused by the laser. Pathology tests have been negative regarding signs of injury caused by burns/heat induced by a laser. Etiology has yet to be determined.